Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the ilet displayed repeated ¿unable to proceed¿ alerts when attempting to fill tubing during a dry run, consistent with a failure to infuse and associated with a motor stall, and support initiated replacement of the pump hardware. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified and a device problem of failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.